Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition. Programming changes were performed. The patient was in stable condition.